Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h3, h6: type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. The sheath shaft had curvature. The liner was fully expanded as designed. The radial and axial tip tear along distal liner edge; sheath material stretching along axial and radial tear; scratches along distal sheath shaft; and soft tip damage. All score lines were present, and there was a shaft kink approximately 5 inches from distal tip likely due to packaging. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery provided by the site was reviewed and the access vessel had presence of tortuosity and calcification in the femoral bifurcation. The complaints of resistance between devices and distal tip torn were confirmed per evaluation of the returned device. Previous investigation indicates that the tear is attributed to improper tip expansion (involving variability in the tip scoring process), patient factors, and/or procedural factors, resulting in interference between the valve and sheath tip. Tortuous patient anatomy can exacerbate interference between valve and sheath tip by promoting non-coaxal alignment between devices, which can cause the valve struts to catch onto the sheath distal tip, increasing resistance during advancement, and tearing the tip. Similarly to tortuosity, calcification can promote non-coaxial trajectories during system advancement, leading to interference between sheath distal tip and crimped valve struts. Calcification can also impact proper tip expansion by creating a restricted/constrained condition at distal sheath shaft, increasing resistance during system advancement and tearing the tip. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required. Available information suggests that improper tip expansion and/or patient factors (calcification, tortuosity), likely contributed to the events. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is still ongoing.

Event description:
It was reported by the field clinical specialist (fcs), that during a tavr procedure with a 23mm sapien 3 ultra resilia valve, as the physician was advancing the valve through the 14f esheath+ and had difficulty advancing through the distal tip of the sheath. The valve popped through the distal tip of the sheath and into the aorta. There was a small tear noted on the tip of the sheath after removal. There was no harm done to the patient. There was no difficulty advancing the sheath into the patient and no noted bent strut on valve. The valve was implanted successfully. Per follow up the damage that best fits are a mix between distal tip torn and split. There were no difficulties removing the delivery system or sheath. No cutdown was needed to remove the system.